Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
The trackwise digital FDA gateway server may not be responding at this moment. Please try the request again after sometime or contact trackwise digital support for assistance.